Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg was replaced to address the issue.